Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that suction alarms and low flows were observed. The impella position was advanced. It was stated that the patient experienced non-sustained ventricular tachycardia (nsvt), prompting suction alarms and decreased flow. It was stated that bi-lateral pulses in the lower extremity were absent. It is unknown h ow hemostasis was achieved regarding this issue. The device was explanted, and the procedural outcome is the patient survived surgery.